Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported resistance during advancement and balloon rupture appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the 3.0 x 12 mm traveler rx balloon dilatation catheter (bdc) was being used for pre-dilatation of a lesion in the posterior descending artery. There was no difficulty removing the protective sheath and no issue with device during prep prior to use. The bdc was advanced to the target lesion with some resistance met with the anatomy. Pressure was applied for balloon inflation, but the pressure would not increase and under fluoroscopy, contrast appeared to be leaking from the balloon. The device was removed from the patient without issue. An attempt was made to inflate the balloon outside the patient and contrast leakage from the balloon was confirmed. A non-abbott balloon was used for pre-dilatation and a non-abbott stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.